Event description:
A malfunction on the pump was reported by the customer, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted the customer in resetting the pump, with instructions to call back if the malfunction code recurs. The customer was informed that they could continue using the pump, and they acknowledged and understood the guidance provided.